Event description:
It was reported that during service and repair pre-testing, it was observed that the attachment device had high temperature. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had high temperature. It was determined that this was caused by worn out bearings. The assignable root cause was determined to be due to worn components from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.